Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found no fault with the computer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the computer. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a cranial resection procedure, the system became unresponsive. The issue was resolved by rebooting the system. There was no delay to the procedure. There was no reported impact on patient outcome.